Event description:
It was reported that balloon rupture occurred, and the procedure was cancelled. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified vessel in the lower extremity. A 2.0mm x 60mm x 150cm coyote balloon catheter was advanced for dilatation after a 2.5mm x 40mm x 145cm coyote es balloon catheter failed to cross the lesion. However, during the first inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was aborted. There were no patient complications reported.